Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, silicone migration, lymphadenopathy.

Event description:
Patient reported left side rupture. Histopathology report notes, fibrotic capsule with foreign body and histiocytic reaction. Ultrasound reports, small hyperechoic lesions are noted at 9, 10, 1l and l2 o' clock position consistent with silicone granulomata. Small echogenic lymph nodes in the left axilla are also noted likely due to silicone deposition. Underlying extracapsular rupture has to be considered.